Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6). (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn: (B)(4) customer stated that he was getting error code 110.6021 and wanted to know how to correct this problem. I explain to the customer that error code is a malfunction of the keypad processor, and in order to correct this problem you would need to replace your keypad. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that error code is a malfunction of the keypad processor, and in order to correct this problem you would need to replace your keypad. The customer said ok and ended the call.